Event description:
It was reported that a patient's arm had "twitched severely" since (B)(6) 2012. It was stated that there was no particular event that was experienced to cause the twitching. On communicating with the implantable neurostimulator (ins), a power-on-reset (por) messaged appeared on the programmer screen. The ins would switch back to factory settings every 30 minutes. There were no short or open circuits. The impedance and currency ratio was normal. It was stated that this was not normal battery depletion. The patient was programmed at 2.8 v. It was stated that there was no patient injury and the patient recovered without sequela after the device was removed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the bond wires were broken. It was added the b+ battery bond wires were broken. The epoxy bonds were broken on both battery terminals. The output decreased when the ins can was pressed. Analysis of the wrench found no anomaly. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc. Product type: accessory. (B)(4). Report source:. Foreign- south korea. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.